Event description:
It was reported that: the pediatric patient was being intubated for respiratory insufficiency following delivery. The appropriate size laryngoscope blade for the size patient was selected for the procedure. Neonate nurse practitioner (nnp) attempted airway placement and was unable to gain view due to size and width of blade. Upon withdrawal of the laryngoscope from the mouth, the patients' gums received a small abrasion and subsequent bleeding from the bare metal edges of the laryngoscope. The handle that caused the abrasion is much wider than others and does not have a safety coating on the blade. Because of the device issues, there were increased attempts at intubation and abrasion to tissues. Provider felt that the design of laryngoscope blade-too wide, rough edges, and protruding light housing. There was no other reported patient consequence from the incident.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the pediatric patient was being intubated for respiratory insufficiency following delivery. The appropriate size laryngoscope blade for the size patient was selected for the procedure. Neonate nurse practitioner (nnp) attempted airway placement and was unable to gain view due to size and width of blade. Upon withdrawal of the laryngoscope from the mouth, the patients' gums received a small abrasion and subsequent bleeding from the bare metal edges of the laryngoscope. The handle that caused the abrasion is much wider than others and does not have a safety coating on the blade. Because of the device issues, there were increased attempts at intubation and abrasion to tissues. Provider felt that the design of laryngoscope blade-too wide, rough edges, and protruding light housing. There was no other reported patient consequence from the incident.